Event description:
It was reported that one day after insertion of the iab, the pump experienced high pressure alarms and then stopped pumping. Since a catheter problem was suspected, the iab was removed and replaced. There was no patient complications.

Event description:
It was reported that one day after insertion of the iab, the pump experienced high pressure alarms and then stopped pumping. Since a catheter problem was suspected, the iab was removed and replaced. There were no pt complications.